Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that irrigation difficulties occurred. A intellanav mifi open-irrigated ablation catheter was selected for a ablation procedure. However at the beginning of ablation irrigation was checked and one of the irrigation ports was not working and the curve was not responding well. No patient complications were reported.

Manufacturer narrative:
Visual inspection of the device showed dried body fluid found on the handle, main shaft and distal end. Dried saline found on distal end and inside several irrigation ports. The irrigation ports appeared normal. During the dimensional inspection both right and left curves failed to reach the specified area on the template. The magnetic electrode(me)1 signal wire impeded the curve in both directions. The tension control knob could not hold the steering knob at full rotation in either direction. Normal resistance was felt when actuating the steering mechanism. X-ray inspection showed no anomalies. A metriq pump was connected to the device and the distal end was suspended in the center of a 250ml beaker. After 5 minutes at a flow rate of 30ml/min (ablation rate), the beaker contained approximately 149 ml of di water, which was within spec. The device was dissected, window was sliced into the main tubing immediately distal from the butt bond. Signal wires were isolated one at a time followed by curve actuations to look for a change in the curve. Once the red wire (me1) was isolated, both curves reached the template area.

Event description:
It was reported that irrigation difficulties occurred. A intellanav mifi open-irrigated ablation catheter was selected for a ablation procedure. However at the beginning of ablation irrigation was checked and one of the irrigation ports was not working and the curve was not responding well. No patient complications were reported.